Event description:
The customer reported error code 1007 (unable to process test, activated read failure) generated while processing patient samples. Architect reaction vessel lot 70598p100 was in use while observing this issue. No impact to patient management was reported due to this issue.

Manufacturer narrative:
(B) (4). (B) (4). Damaged duckbill, leak test failure the analysis results found that the b11lt device was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device presented leakage. It is unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.